Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is retained by hospital or patient.

Event description:
As reported: "I am writing to draw your attention to a distressing medical incident involving the failed stryker reunion right shoulder replacement surgery on (B)(6) 2020. The procedure took place at (B)(6) medical center, located at (B)(6). Regrettably, despite enduring nine months of persistent pain and limited range of motion, I underwent revision surgery on (B)(6) 2021. Preoperative diagnosis: right shoulder failed reverse total shoulder arthroplasty, axillary nerve neuropraxia. Postoperative diagnosis: cat scan evaluation of the shoulder revealed an os acromiale and a fracture line around the humeral endoprosthesis with proximal loosening. Initial stages of scapular notching was noted. The metaphyseal portion of the humeral endoprosthesis was inferior and slightly medial to the inferior aspect of the glenoid. The center of rotation of the reverse total shoulder arthroplasty appeared nonlateralized."

Event description:
It was reported 'after nine months of persistent pain and limited range of motion, a patient underwent revision surgery. Preoperative diagnosis: right shoulder failed reverse total shoulder arthroplasty, axillary nerve neuropraxia. Postoperative diagnosis: cat scan evaluation of the shoulder revealed an os acromiale and a fracture line around the humeral endoprosthesis with proximal loosening. Initial stages of scapular notching was noted. The metaphyseal portion of the humeral endoprosthesis was inferior and slightly medial to the inferior aspect of the glenoid. The center of rotation of the reverse total shoulder arthroplasty appeared nonlateralized."

Manufacturer narrative:
Please note correction to section b5 (executive summary). The reported event could not be confirmed as the product was not returned and no signs of loosening were visible on the available radiographs. From the available radiographs, a formal medical opinion was sought:- the available radiographs showed some periprosthetic proximal/lateral osteolysis, without sure signs of loosening of the humeral stem. The line of a well-healed osteotomy was visible on the x-rays. The x-rays also showed stage I scapular notching (early stage). The use of a thin oscillating saw blade to free the reunion humeral stem from the bone, illustrated that it was well-fixed below the small area of radiolucency. There are no signs of breakage/disassembly visible on radiographs. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. We've thoroughly checked all relevant historical data for the mentioned catalog number, and we confirm that there haven't been any recalls within the specified time frame. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.